Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of "high"; although specific value was not provided. Reportedly, the cartridge pigtail was damaged by being pulling on. The customer address the elevated bg by a correction injection via manual insulin therapy.